Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Manufacturer's narrative: a review of the device labeling was completed. Iritis is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -2.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2024. Concomitant products used intraoperatively include opegan viscoelastic and the msi injector system. On the same day, toxic anterior segment syndrome (tass) was observed. Management included steroid "medication, eye drops" and subconjunctival injection. In the reporter's opinion the cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
Correction: b1 - adverse event b2 - required intervention to prevent permanent impairment/damage h1 - serious. (B)(4).

Manufacturer narrative:
H3: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. (B)(4).